Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, when the patient was evaluated the day after implant, thresholds had increased and the patient reported pain under her left breast. It was also reported that there was loss of capture while the patient was being evaluated. The physician suspected a micro-perforation of the right ventricular (rv) lead, although no hemodynamic effects were reported. The rv lead was surgically revised. Following the revision, thresholds were reportedly normal and the patient reported that the chest pain was resolved. No additional adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.